Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the sock lead impedance (sli) has been gradually trending up, on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). The sli was about 110 last year, trending up to around 150-200 ohms, and down to about 141 ohms, at the clinic visit. Boston scientific technical services (ts) noted that considering the upper range of the sli, commanded shocks of 1.1 joules (j)and 41 j are recommended. The cardiology team has decided to continue to monitor the sli. No adverse patient effects were reported.